Event description:
Pt with known anti-e and anti-c reacted with cell ii of 8s614. Add'l testing using panel cells and peg determined that the pt sample also contained anti-jka. No death or serious injury was associated with this incident.